Event description:
It was reported at the start of a da vinci-assisted umbilical hernia surgical procedure, the site called in to report a recurring problem, in that they were still having issues with usm 4. The site was continuing with the case using 3 arms. The procedure was otherwise completed with no report of patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and observed a 319 error on system start requiring arm 4 to be disabled. Fse replaced proximal set up joint (suj) on arm 4 and the system presented the same errors. Fse replaced the universal surgical manipulator (usm) on arm 4 and the system presented the same errors. Fse contacted the technical support engineer (tse) for assistance troubleshooting the fiber path without the fiber bypass kit. Fse was able to narrow the error to the flex 4 joint. The fse also contacted the tse while installing the flex 4 for troubleshooting assistance. The flex joint had significant resistance when trying to move through its range of motion. Tse suggested comparing resistance between arms 1-3 flex and arm 4 flex, arm 4 has about 3 times as much resistance with system powered off. Tse suggested taking flex back off and reinstalling it, if issue persist the flex should be considered a doa. After troubleshooting, the fse installed a new flex 4 joint on system and performed required programming, calibration, electrical safety, and test drive. All passed without error and the system was verified as ready for use. Isi received the flex 4 unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of error 319 was confirmed/reproduced as the unit was not able to pass light through on one of the fiber cables. It was also found that one of the fiber cables is pinched near the connector. The unit will have to be scrapped as there is no process in place for the repair and recertification of this unit in the facility. A review of the system logs for the event date of on (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or video of the procedure was provided to isi for review. A log review was performed and the following was confirmed - the umbilical hernia procedure was performed on system sk5119, on (B)(6) 2022 this complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.